Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage and dislodgement occurred. The stenosed target lesion was located in the right coronary artery (rca). After placing a guide catheter, a 3.00x24mm promus element ¿ drug eluting stent (des) was advanced to treat the lesion. However, the stent dislodged inside the guide catheter. The devices were attempted to be removed as a whole unit however, the stent detached from inside the guide catheter into the patient. The stent was deformed and bent. Attempts were made to remove the dislodged stent, but failed. The patient was then sent for surgery and the stent was removed. No further patient complications were reported and the patient's status was stable.